Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an be open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and belt and reported that the patient was receiving frequent adjust belt messages.